Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture keypad traces. No button error alarm during our testing. No unexpected alarm clear anomalies noted. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. It is impossible to clear the alarm. The device is being returned for analysis.